Manufacturer narrative:
(B)(4). Batch # l55l5f. Additional information requested and received: what were the indications for surgery? Lung cancer. Approximately how far from staple line was tear in pa? A few millimeters. In all firings of device, can it be confirmed that compressed vessel was proximal to cut line and no extraneous tissue was distal to cut line? It was an open procedure and I was unable to see stapler placement however, dr. (B)(6) said all vessels were proximal to cut line. Were the tips of the device visible during firing? Unknown, it was an open procedure. Was there any issue with staple form? Not that myself or the surgeon noticed. Please explain location of tear in comparison to all staples lines with pvs. Patient or specimen side? Tear was a few millimeters proximal to staple line on the patient¿s side. What is the current patient status? As far as I am aware that patient is okay. The analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: what were the indications for surgery? Approximately how far from staple line was tear in pa? In all firings of device, can it be confirmed that compressed vessel was proximal to cut line and no extraneous tissue was distal to cut line? Were the tips of the device visible during firing? Was there any issue with staple form? Please explain location of tear in comparison to all staples lines with pvs. Patient or specimen side? What is the current patient status?

Event description:
It was reported that during an open left upper lobectomy procedure, the surgeon used the device to transect the pulmonary artery. After a successful first firing the stapler was removed off the blood vessel. When doing so, there was a tear on the pa distal to the staple line. The patient began to bleed excessively. The surgeon used the device again and on the second firing he said the stapler did not cut but the staples formed. Upon using the stapler again it worked as intended. After bleeding was controlled, case proceeded and the device worked as intended. The surgeon was unsure if device caused the tear but requested it be analyzed. Per surgeon request, I am sending the device in for inspection. Patient lost a lot of blood and had to be transfused with more blood.